Event description:
It was reported by service report that there is a hairline crack at the pull handle section of the head right siderail outer panel. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right outer siderail panel was cracked at the pull handle section.